Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) monopolar curved scissors (mcs) tip could not be attached to the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the mcs tip failed to be installed on the instrument. The same instrument was used with a replacement tip accessory, the customer noted that the sp mcs would be returned for analysis.